Event description:
It was reported that the pt expired. The relationship of the pt's death to the implanted device was unk. The pump was explanted. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)